Manufacturer narrative:
The device was received from the field with battery at elective replacement level in line with projected longevity. Review of the device image indicates auto-capture feature was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical tests performed under nominal conditions indicates normal current level and normal functionality. Further evaluation under various pulse amplitudes found no anomaly and no indication of premature battery depletion. Total projected longevity based on field settings is 9.26 years; implant duration is 11.02 years which exceeded projected longevity and it is considered normal battery depletion.

Event description:
During follow-up, premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.